Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip xtr is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
This is filed to report the leak. It was reported that during a mitraclip procedure, the steerable guide catheter (sgc) was advanced into the patient anatomy. The clip delivery system (cds) was inserted into the guide and air was noted to enter the mitraclip system. Aspiration was performed to remove the air. No air was noted in the patient anatomy. The devices were removed and there were no patient sequelae. A new sgc and cds were prepared and the procedure was completed with implantation of one clip, reducing the degenerative mitral regurgitation from grade 3-4 to grade 2. Returned device analysis noted that there was leaking at the clip introducer of the cds from a tear in the silicone valve inside the clip introducer housing. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported leak and tear in the silicone valve were confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported leak and torn material appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: a tear in the clip introducer silicone valve occurred during a quick retraction of the clip into the clip introducer, due to the air in the system. No additional information was provided.